Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00093: driver.

Event description:
While implanting an acutrak screw into a finger bone, the driver tip broke off in the screw head. The broken driver tip in the screw head was left implanted.